Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) was evaluated in a hospital setting due to beeping tones. Upon further review, out of range pace impedance measurements were observed in this right ventricular (rv) lead. (B)(6) technical services (ts) was consulted and discussed that only one transient high impedance measurement was recorded. Such transient impedance may be caused by electromagnetic interference (emi) during measurement or lead fretting. Further evaluation was recommended by (B)(6) technical services (ts). No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).